Manufacturer narrative:
Batch review performed on 23 april 2018; lot 170254: (B)(4) items manufactured and released on 18 may 2017. Expiration date: 2022-05-03; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 the sales representative was informed by the surgeon that the patient came in complaining of stiffness. The surgeon plans to revise the patient. On (B)(6) 2018. The insert was swapped as planned. The surgery was completed successfully.